Event description:
It was reported that the patient was experiencing constant erratic vns stimulation which was painful. The patient was evaluated by the physician who performed diagnostic testing and nothing abnormal was found. The vns settings were not changed during this appointment. The patient then presented to the physician's office several months later with the same complaint of painful constant and erratic vns stimulation. During this visit the vns settings were reduced for the patient's comfort. X-rays were performed and no issues were observed by the physician. However these x-rays have not been reviewed by the manufacturer to date. The patient also reported that she attempted to disable the device with the vns magnet however she was unsuccessful. Upon interrogation and diagnostic testing it was shown that magnet stimulation had been activated several times in the previous week. It appeared that the patient misunderstood how the vns magnet worked and believed that if she placed the magnet over the generator it would permanently disable the device. However the vns it will only inhibit stimulation while the magnet is placed over the generator and once the magnet is removed the device will begin stimulating again. The patient was then referred for generator replacement. At surgery the surgeon observed that the vns lead was twisted. The surgeon untwisted the lead and did not observe any obvious breaches in the lead insulation. After the new generator was attached the existing lead diagnostic testing was within the acceptable limits. The explanted generator was received and is currently pending product analysis.

Event description:
Analysis was completed on the received generator. Upon receipt it was noted that the battery indicator was at not at near end of service. During functional testing the output of the generator was monitored for 24 hours and no variations in the output or magnet signals were noted. The generator performed to functional speciation.